Event description:
This case was reported by a lawyer via a tolling agreement and described the occurrence of injury in a female patient who used super poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced an unspecified injury. At the time of reporting, the outcome of the event was unknown. Medical records received on 11/08/2010: on (B)(6) 2010, copper level was 8 mcg/dl (normal 70 to 155) and zinc was 231 mcg/dl (normal 70 to 150). Follow up information was received on 01/04/2011 via medical records. The patient was hospitalized from (B)(6) 2005 to (B)(6) 2005, with a progressive weakness of upper and lower extremities. The patient's symptoms dated back to an injury to her left foot with subsequent occult fracture in (B)(6) 2004. In (B)(6) 2005, the patient began noticing some difficulty with fine motor movements of her bilateral upper extremities. She attributed this to being on crutches. She also noticed some increased clumsiness with falls and tripping easily. Labs drawn in (B)(6) 2005, showed a mild pancytopenia. Nerve conduction studies during this hospitalization, confirmed distal neuropathy, probably a chronic inflammatory demyelinating polyneuropathy. The patient was subsequently given ivig with a fairly good recovery in her strength. While in the hospital, the patient had a pancytopenia. Aggressive replacement of b12 in the hospital seemed to rejuvenate her marrow. The patient was negative for acute leukemia. The patient was discharged with foot drops and wrist drops from her distal neuropathy with aggressive physical and occupational therapy in progress. The patient was to continue with her multivitamins and b12. Final diagnoses included pancytopenia, unknown etiology, reversible and vitamin b12 deficiency with history of pernicious anemia, not previously confirmed, but suspected. On (B)(6) 2007, the patient was noted to have wasted hands and wasted feet and wore ankle/foot orthoses (afos) on both feet. The patient did not respond to ivig. On (B)(6) 2008, the patient's diagnoses included demyelinating neuropathy and drug induce nephropathy. The patient had a longstanding history of chronic inflammatory polyneuropathy with vicodin being used on a daily basis for years, which resulted in significant renal disease. On (B)(6) 2010, the patient was evaluated for thrombocytopenia and macrocytic anemia. The patient reported having an ongoing neurologic problem of muscular weakness, muscle aches and pains, and bilateral foot drop. The patient was admitted to the hospital on (B)(6) 2005 with these complaints and at that time she was also found to have hematologic difficulties similar to that with which she presented today. Impression included bicytopenia of longstanding with macrocytosis, etiology unclear, and neuromuscular disorder, etiology unclear.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).